Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male pt for cardiac arrest, after delivering the first successful shock, the device showed an incorrect ECG signal of asystole. Clinicians switched to leads and back to pads and received a coarse v-fib. Clinicians successfully delivered a second shock after which the device lost the ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.